Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See also (B)(4) for related documentation.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had calibration errors and lost sensor errors. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump communicated properly with the glucose sensor simulator and test transmitter. No unexpected sensor alarm was noted. All of the buttons functioned properly and no button error alarm, unlocked keypad connector or damage to the keypad assembly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, scratched keypad overlay and a scratched reservoir tube window.